Event description:
It was reported that approximately 24 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently with a ruptured aneurysm. Reportedly, the patient was symptomatic, complaining of abdominal pain. A computed tomography scan identified separation between the bifurcated device and suprarenal aortic extension, and ruptured aneurysm. The patient was treated with a competitor's thoracic graft, which corrected the gap between the devices. The patient tolerated the procedure well. Additional information: the patient had undergone previous interventions; on (B)(6) 2013 (MFR # 20131527-2013-00062), to treat a proximal endoleak type ia. On (B)(6) 2012 (MFR # 20131527-2013-00072), the patient was treated for an el1b. It was indicated that the patient's aortic neck is highly angulated.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Computed tomography images were provided and reviewed by a clinical representative. Review of the images suggests the cause for the reported endoleak was related to a highly angulated aortic neck and size of the aneurysm. There were no product issues identified in the event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Expected to be returned for evaluation.

Event description:
It was reported that approximately 42 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with abdominal pain. The hospital performed a computed tomography (CT) scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by explanting the devices. As of (B)(6) 2015 the patient was on a ventilator and dialysis. Patient's blood pressure has stabilized and patient is in critical but stable condition. Additional information: it is noted this patient has undergone several previous interventions. Received initial implant on (B)(6) 2011 of a suprarenal a34-34/c100-o20 and a bifurcated device ba28-100/i16-40. On (B)(6) 2012 ((B)(4)) patient was reported to have an el1b and received competitor devices (viabahn into the iliacs), (B)(4). This was reported to FDA under MDR 2031527-2013-00072. On (B)(6) 2013 ((B)(4)) patient was reported to have an el1a and received an infrarenal and a suprarenal. (B)(4). This was reported to FDA under MDR 2031527-2013-00062. On (B)(6) 2013 ((B)(4)) patient was reported to have an el3a and received a competitor's device (thoracic graft). (B)(4). This was reported to FDA under MDR 2031527-2013-00279.